Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that no troubleshooting was performed related to the one tone alarm. It was noted that the patient was late for a pump refill and that the pump was refilled ¿uneventfully¿ on (B)(6) 2017 to resolve the alarm. It was indicated that the cause of the one tone alarm was unknown. It was reported that the one tone alarm was resolved. The patient¿s weight at the time of the event was (B)(6). No complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. When asked to clarify "the pump alarms were very confusing" then hcp reported that there was no device/therapy/procedure issue. No troubleshooting was performed related to the single tone alarm coming from the pump, the pump was refilled and no alarms occurred after. As an action/intervention taken to resolve the single tone alarm coming from the pump the patient kept her appointment for (B)(6) 2017 and her pump was refilled. The patient had no untoward sequela. The cause of the single tone alarm was that the patient could not keep her appointment on time. The single tone alarm coming from the pump had been resolved. The hcp did not weight the patient at the time of the event as the patient was at home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown dose of an unknown concentration of both bupivacaine and dilaudid via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump was alarming or beeping. The patient's pump refill appointment last week was cancelled due to a snow storm/"state of emergency." Another appointment was made for (B)(6) 2017 but the healthcare professional (hcp) stated that there was a potential to run out of drug/withdrawal by then. The patient thought she heard the one tone alarm going off every 12 hours apart today ((B)(6) 2017). The patient stated she could hear the one tone alarm but was never told by the hcp about them. Per the patient the pump alarms were very confusing. The patient stated she had heard beeping/the one tone alarm when she went for the pump refills. The patient had an MRI in (B)(6) 2016 where her legs were in the scanner and her body was not.